Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that there were also several cracks around the battery compartment. Nothing further reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, excessive no delivery test and displacement test. Insulin pump was unable to prime during prime test due to faulty force sensor. No unexpected motor alarm noted during bolus and basal delivery. Motor was tested outside the device and passed. Insulin pump had a cracked battery tube threads noted, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.